Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and menstrual disorder ("menstruation issue"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and menstrual disorder ("menstruation issue"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, nausea, vomiting, fever, chills, flank pain, multigravida, parity 1, ectopic pregnancy, low back pain, ovarian cyst and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet), fluoxetine hydrochloride (prozac) and lovastatin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("infection : vaginal infection"), hot flush ("hot flashes"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"), 3 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal infection, menstrual disorder, hot flush, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, headache, hot flush, menstrual disorder, migraine, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, nausea, vomiting, fever, chills, flank pain, multigravida, parity 1, ectopic pregnancy, low back pain, ovarian cyst and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet), fluoxetine hydrochloride (prozac) and lovastatin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("infection : vaginal infection"), hot flush ("hot flashes"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"), 3 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal infection, menstrual disorder, hot flush, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, headache, hot flush, menstrual disorder, migraine, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received- previously reported event "infection" updated to "vaginal infection", events- "hot flashes, depression, mental anguish, migraines, headaches", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.